Event description:
It was reported that: "patient had a dislocation and, the bone screw broke above the threads causing cup to spin out of place. Patient is extremely obese.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device or additional information becomes available a supplemental report will be issued.